Event description:
An unspecified sensor message was reported via a webform with the adc device. It was indicated that the customer required treatment of either insulin, glucagon, and/or medication by a third party. No further information was reported. Attempts to follow up with the customer to obtain additional information up into this time has been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned, however, if the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.